Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks. The patient experienced no symptoms prior to the shocks being delivered. The patient appeared to be in a sinus tachycardia/supra ventricular tachycardia (svt) rhythm at the time the shocks were delivered. The patient went to the emergency department after receiving the shocks. The device was reprogrammed and remained in use. No further patient complications have been reported as a result of this event.